Event description:
Left groin area prepped for left femoral arterial line by cardiology fellow. There was no reported difficulty with insertion, upon trial of removal of wire, the physician noted the "wire felt stuck." The physician removed the wire gently and found the wire was unraveled.